Manufacturer narrative:
Follow up with the reporter provided additional information that the original surgery was performed approximately five months following a shoulder injury with a grade 4 ac joint separation. The patient presented approximately 2 months post-op with increasing shoulder pain, redness, and swelling for five days. Fluid was aspirated. Cultures were negative. Incision & drainage was performed with wound debridement and irrigation. Antibiotics were prescribed. Increased swelling and pain reappeared one month later. Aspiration was performed again. The surgeon was concerned the patient's symptoms represented a deep, progressing infection or a reactive/inflammatory response of some kind. A second incision & drainage was performed; the implants, bone and heterotopic bone, and portions of the graft were removed and sent for culture. The results of the second cultures were negative; there was no growth. Current status of the patient was reported as very well. Quality of bone was reported as hard. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were received for evaluation; the complaint was not confirmed. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. As reported by the surgeon, the most likely cause of this event was a deep post-op infection or a reactive/inflammatory response of some kind. No organism(s) were reported as identified from the post-op cultures. Based on the information provided and device evaluation, a definitive cause for the post-operative symptoms could not be determined. The most likely cause for a post-op infection is a nosocomial source or patient non-compliance with post-op wound care directions; the most likely cause for a post-op reaction is an adverse reaction of the patient to the material(s) implanted. Per product directions for use (dfu-0031) possible adverse effects include infections, both deep and superficial, and foreign-body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient developed a post-op wound infection and underwent a revision surgery. No further patient or event information was provided at the time this event was reported.